Event description:
During a coiling procedure for the (pica) posterior inferior cerebral artery, the physician felt lots of friction while pushing forward the first micrus coil. Friction was also felt during forwarding of second coil, which was withdrawn, since the size did not fit the aneurysm. The third coil finally got stuck within the last third of the catheter. Procedure was discontinued. No adverse effect on patient. The patient's condition is satisfactory. Friction was felt with guidewires bsic transend 10 and transend 14 as well. Additional information received three weeks after the initial report, indicated that the target site was intracerebral. Therefore, the report is being submitted at this time. The product was returned for analysis.

Manufacturer narrative:
The operator indicated that all the products were new and prior to removing and inserting in the patient all the products were undamaged. All the products were prep according to IFU guidelines and constant flush was maintained in the microcatheter. The microcatheter was flushed between exchanges. The microcatheter was pre-shaped to 45 degree and the stylet ws not utilized to pre-shape. After removal of the microcatheter and coil system, the products were undamaged. After removal from the patient, the coil was left in the microcatheter due to the massive friction. The guiding catheter was not placed at an acute angle and it was not kink or bend. A transcend 10 and transcend 14 microguidewire were utilized for the procedure and both were pre-shaped but no kinks or bends were noted. The target site was the left (pica) posterior inferior cerebral artery. The target vessel was access via the right vertebral artery because of occlusion of left vertebral artery. The aneurysm characteristics were atypical peripheral, probably dissecting and non-bifurcation. The CT control showed no infarction or new hemorrhage. The DHR review was performed and showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan), including dimensional inspection. One non-sterile prowler 10 was received coiled with a 0.0122" competitor's coil delivery system inside of it. No visual anomalies were noted on microcatheters. The coil was protruding from the microcatheters tip. ID of the microcatheter was found within specification. Returned competitor's coil was removed from the microcatheter smoothly until a resistance was experienced at the proximal shaft of the microcatheter. A lot of resistance was experienced between the competitor's coil and its "introducer". No resistance was experienced between microcatheter and an agility 10 lab sample during functional analysis. A resistance/obstruction was experienced during functional analysis with competitor's coil and microcatheter at proximal shaft. Microcatheter was sectioned and no anomalies were experienced with agility 10 lab sample thru all sectioned parts of the microcatheter. Per the IFU, the maximum od guide wire recommended for the prowler 10 is 0.012". The returned coil had a measured od of 0.0122". It was reported that there was resistance with a transend 14 gw, also greater than the recommended maximum od. The procedural factor of use of concomitant devices with an od grater than the recommended maximum od appears to have contributed to the reported resistance/friction and third coil becoming stuck in the prowler 10 mc. This event does not appear to be manufacturing related. This type of complaint will be monitored.